Event description:
Information was received indicating that a smiths medical cadd legacy pca pump exhibited "battery" alarm and an "air" alarm. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pca pump was returned. The reported "battery and air alarm" issue could not be confirmed. The event history log was reviewed and one alarm was found for "air in line" ((B)(6) 2019) and "battery low" ((B)(6) 2019). After these, the pump worked fine for several days. Only a few "high pressure" alarms were found during that time. Low quality batteries were found in the pump. There was no fault found with the returned pump.